Event description:
Customer reported the panorama central station's display had no video output, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The display is currently under evaluation by the vendor.